Event description:
A customer reported experiencing a cartridge alarm 20 with repeated occurrences over two consecutive days. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.